Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported there was a nutrition leak through a side hole during use with a patient with enteral nutrition order. There was patient involvement; but no patient injury, medical intervention or adverse reaction was reported associated with this event.

Manufacturer narrative:
A digital image was provided for evaluation. Based on the digital image it is not possible to confirm the reported issue. The physical sample is required to evaluate the reported condition. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the problem described. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Since a sample was not returned for evaluation and the reported issue was not confirmed, the root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness at this time. Please note that the current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.